Manufacturer narrative:
A philips' field service engineer (fse) and account manager were at the customer's to assess the device. They found that the patient circuit had been discarded and not available for inspection. The unit was plugged into ac power, mains ac led and battery charge leds were illuminated. The unit powers on and alarms normally. The unit was ran for 1 hour and 20 minutes on a test circuit and was found to cycle normally. The patient disconnect alarm activated normally and the parameters are stable. Patient circuit used at the time of the incident was carefusion airlife smooth bore disposable circuit #003769 with airlife niv vented full facemask. It is not known if a bacterial filter was used and no humidification system was present. A cerner nurse call attachment was present at the back of the unit. Run-in testing completed with no problems noted, complete performance verification passed, no parts replaced, no problems were found. Installed 2.30 software per respiratory director, recertify and return to department for patient use per instruction of hospital staff.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2017, a patient was admitted for an elective procedure of biventricular lead replacement. This procedure was completed with no complications and he was transferred to the cardiac care unit for monitoring. The patient became short of breath and was placed on a vapothermon with fio2 60%. The next day the patient required a bronchoscopy for continued shortness of breath. The scope was done without sedation due to his cardiac status and was positive for mucous plugs. The patient was recovered for thirty minutes and was doing well. He continued to have shortness of breath and was and was placed on the v60 bipap due to desaturations. A nurse assessed him at noon and a few minutes later, the patient's grand-daughter reported that the patient did not look "right". The nurse immediately returned to the patient and found the tube disconnected from the mask, the patient was bradycardic and a code was called. The nurse, physician and family all report that there were no audible or visual alarms. The patient received three rounds of epinephrine, was easily intubated and was successfully resuscitated. As of (B)(6) 2017, the patient remains ventilated but was now unresponsive. The risk manager reported that the nurses told him that it was a "known" issue that the tubing comes off easily from the mask. He did not know what the volume alarm was set at.